Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of either patient conditions, an insufficient bond between the tibial tray and the bone, which led to aseptic (non-infected) tibial loosening, or a combination of the two. However, this cannot be confirmed as the explants were not returned for evaluation. (D11)concomitant devices: - logic tibia ps mod insrt sz 2 9mm (cn: 02-012-35-2009, sn: (B)(6)) - logic femoral ps cem right sz 2 (cn: 02-010-01-0320 , sn: (B)(6)) - three peg patella (cn: 200-02-35 , sn: (B)(6)). No information provided in the following section(s): a5.

Manufacturer narrative:
H10. Additional information. H3. Updated investigation -the revision reported in may have been the result of polyethylene wear and aseptic tibial loosening. The aseptic (non-infected) tibial loosening may have been the result of an insufficient bond between the tibial tray and the bone. The extent and root cause of the reported polyethylene wear cannot be determined as the explanted devices were not returned for evaluation, and radiographs/photographs were not provided. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Pending evaluation. Concomitant devices: logic tibia ps mod insrt sz 2 9mm (cn: 02-012-35-2009, sn: (B)(4)); logic femoral ps cem right sz 2 (cn: 02-010-01-0320, sn: (B)(4)); three peg patella (cn: 200-02-35 , sn: (B)(4)).

Event description:
The aware will be 15 aug 2019. This project was to find the information submitted by dr. (B)(6) to cases already entered into the exactech complaint system. There has been research into the current electronic complaint handling system, the (B)(6) complaint handling spreadsheets, and the most recent backlog 2018-2019 complaint handling spreadsheet to find matching complaint information. This patient has no match to any of the information we have. Clinical summary: it was reported that an obese (B)(6) yo female experienced a right knee revision on (B)(6) 2015, due to loosening. The patient was taken to the pacu in stable condition. No additional information is available. Preoperative diagnosis-loose right total knee tibial component postoperative diagnosis- loose right knee tibial component. Indication-femur and tibia with subsided to loosening of tibia and persistent pain and some varus deformity of the tibia. Negative for infection. Findings- the tibia was loose and showed gross motion. Patient information- (B)(6). Relevant medical history- initial right tka (B)(6) 2010 for degenerative joint disease, right knee arthritis resistant to conservative measures. Hypertension & diabetes. Clinical risks for this patient included obesity which can cause a biomechanical overload and creation of stressors on the natural and implanted joint devices. Hypertension and diabetes affect healing and tissue matrix. These devices are used for treatment not diagnosis.